Event description:
It was a reported that a patient underwent cardiac ablation procedure that included thermocool smarttouch sf catheter. The patient experienced cardiac tamponade requiring pericardial drainage. Description of health hazard: cardiac tamponade. Septal puncture was performed with rf needle. After bb with the sound star eco catheter , blood pressure decreased during left atrial mapping, and it was boosted with catecholamine. Rpv (right pulmonary vein) ablation was started and catecholamine dose was increased after rpv isolation, but it failed to elevate pressure and body surface echocardiography showed pericardial effusion. The procedure was then stopped and pericardial drainage was performed. A total of about 300 ml of blood was withdrawn, and the patient's vitals recovered. The patient returned to the room. Patient condition is stable after admission to the ward and recovery is going well. Physician assessment of the health problem: non-serious (moderate/minor). Force visualization features used: real time graph, dashboard, vector, visitag. Additional filter used with the visitag was fot. Color options were tag index. No steam pop reported. The physician's opinions on the relationship between the event and the product (comments) --- no causal relationship between the jj products and this event, and the needle probably entered the left atrium before the bb and may have injured the left atrium. This adverse event was discovered during use of biosense webster products. Additional information- the adverse event occurred on (B)(6) 2023, it was discovered during use of biosense webster products. Pericardial drainage was performed. Outcome of the adverse event was recovered. The patient discharged the hospital. The patient did not require extended hospitalization. Relevant tests/laboratory data --- no special notes. Other relevant history --- no special notes. Generator information was a smartablate generator. M4900207, (B)(6). Thermocool smarttouch sf catheter was used. Real time graph, dashboard, vector, visitag were used. Visitag module was used, parameters for stability used was range:3mm, time:3sec, fot:25%.3g, tag size:2mm. Additional filter used with the visitag was fot. Tag index was used. Transseptal puncture was performed with rf needle. Prior to noting the pe or CT, ablation was performed. No steam pop was reported. Doctor anticipated the event occurred during the transseptal phase. Irrigated catheter was used in the event, the flow setting was pre: 2sec, post: 2sec. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed. Although it is noted that the effusion first occurred after transseptal puncture, ablation then occurred followed by tamponade requiring intervention. The cardiac ablation catheter cannot be dissociated as a contributor to the cardiac tamponade due to ablation being performed. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 31041602l, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).